Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient felt the extensions were short. The hcp planned to do a revision to retunnel the extensions. The patient was doing fine and they were receiving effective therapy. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The date of the revision was (B)(6) 2017.